Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The mitral regurgitation (mr) remained unchanged as a result of the procedure, the reported patient effects of worsening mr and mitral stenosis, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of unchanged mr and mitral stenosis appear to be a result of procedural conditions, as it is likely that the two previous implanted clips that experienced single leaflet device attachments contributed to the unchanged mr and the addition of the third clip resulted in stenosis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2 additional implanted mitraclips the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems (60425u144, 60614u251) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report that after the third clip (60614u252) was implanted, the gradient rose, which is considered a serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The first clip (60425u144) was implanted, slightly reducing the mr. The second clip delivery system (cds 60614u251) was advanced; however, the patients blood pressure dropped. It was found that the fluid bag ran out, which caused an air emboli. IV medication was administered and the patient stabilized. The second cds continued to be advanced, but there was interaction with the first clip. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was positioned for stabilization, reducing the mr to 1+. After deployment, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third clip (60614u252) was implanted for stabilization, reducing the mr to 3+. After the third clip was implanted, the gradient had rose from 2mmhg to 7mmhg. The patient was confirmed to be stable. After the patient was waking from anesthesia, it was found that the patient had a stroke during the procedure. It was confirmed that the stroke was due to the air emboli caused by the fluid bag and was not related to a breach in the mitraclip device. The patient was given IV medication and stabilized; however, did not recover from the stroke and died about 5 days later. No additional information was provided.